Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was bent due to lack of subcutaneous tissue at the insertion site event on (B)(6) 2026 and the infusion set was in use for two days and the patient was experienced high blood glucose levels and treated with insulin pump.